Manufacturer narrative:
The device has not yet been rec'd for eval. Should add'l info be rec'd a supplemental form will be completed.

Event description:
It ws reported the tough screen became unresponsive. Customer had high blood glucose levels (295 mg/dl).